Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis. Although this was found during failure analysis and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Upon review of the da vinci s system log, an intuitive surgical inc. (Isi) representative observed a 23020 error message indicating that a switch fault on a patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no allegation of patient harm, adverse outcome or injury reported.